Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Their blood glucose level during the incident was 214 mg/dl. Their current blood glucose level was 210 mg/dl. They treated with the insulin pump. While troubleshooting for the high blood glucose it was found that they had air bubbles in the reservoir. The air bubbles were 2 inches in size. Troubleshooting was performed for the air bubbles. The air bubbles were not removed successfully. The product will be returned for analysis.